Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that on (B)(6) 2012 she had made insulin therapeutic adjustments based on her cgm reading high, which is a practice against cgm's user's guide recommendations. Patient suffered a hypoglycemic episode and lost consciousness. Patient's family treated her with seven spoonful of honey to which patient did not respond. Paramedics were then called and patient's bg was measured at 20 mg/dl. Patient was treated with 4 IV lines and transported to the hospital at which point her bg had reached the ~50 mg/dl. Patient was hospitalized for 3-4 hours and released the same day. At the time of her call to dexcom technical support, patient was doing better.